Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine follow up, grade 2 hypo attenuated thickening (hat) was seen on one of the closure device shoulders with the first pass and delayed imaging, which may represent a device related thrombus. The physician recommended the patient to continue anticoagulation and a repeat imaging in 6-8 weeks. A well seated laa occlusion closure device was noted in the laa orifice. There was no visible channel of contrast flow around the closure device.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received b7 other relevant history: updated with additional information received h6: impact code added.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine follow up, grade 2 hypo attenuated thickening (hat) was seen on one of the closure device shoulders with the first pass and delayed imaging, which may represent a device related thrombus. The physician recommended the patient to continue anticoagulation and a repeat imaging in 6-8 weeks. A well seated laa occlusion closure device was noted in the laa orifice. There was no visible channel of contrast flow around the closure device. It was further reported that the patient was on eliquis 5mg twice a day with no interruptions leading up to procedure. The patient was randomized to reduced dose of non-vitamin k oral anticoagulant (noac) and was compliant. Upon the routine 45 day follow up imaging with hat vs device related thrombus (drt) finding, noac was increased to full dose with compliancy. A repeat computed tomography (CT) scan was performed and the thrombus was not confirmed.